Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the display went blank during troubleshooting for sensor glucose versus blood glucose issues. Customer confirmed that the device had been dropped. During troubleshooting for the blank display, the customer reported that the display did not return. Blood glucose level at the time of the incident was 153 mg/dl. The customer was sent a replacement battery cap and will not return the device for analysis.